Manufacturer narrative:
H.6. Investigation: ¿ scope of issue: the scope of issue is only limited to bd facscanto ii cytometer 4/2/2 sys ivd, part # 338962 and serial # (B)(6). ¿ problem statement: customer reported complaint of a waste leakage, without bleach, not contained within the instrument. ¿ manufacturing defect trend: there are zero qns (quality notifications) related to the reported issue. Date range from (B)(6) 2020 to (B)(6) 2021. ¿ complaint trend: there is 1 complaint related to the issue of a waste leakage without bleach from the bottom of the instrument. Date range from (B)(6) 2020 to (B)(4) 2021. ¿ manufacturing device history record (DHR) review: DHR part # 338962 serial # (B)(6), file # (B)(4), was reviewed. The instrument met all the manufacturing specifications prior to release. ¿ investigation result / analysis: the investigation was performed and based on the review of the complaint trend, defect trend, DHR, risk analysis and servicemax, the root cause of why there was waste leakage outside the instrument¿s wetcart, was due to worn and broken female connector for the facsclean line. The fse (field service engineer) confirmed the issue when he found salt deposit near the location of the leak and replaced the female connector with a new one. The fse also flushed the system by running several startup and shutdown procedures. No parts were requested for evaluation as the connector is not from stock inventory and was discarded. After the repair the instrument was tested and was performing as expected with no further leaks. Although the leak was waste and the potential exposure to biohazard material, there was no skin contact nor was there any medical treatment performed. No user was harmed or injured as they were wearing proper ppe (personal protective equipment) to clean up the leak. Bd facscanto ii instructions for use (IFU), #23-20269-00 rev. A, indicates to wear suitable protective clothing and gloves to prevent transmission of potential fatal disease from biological specimens. This can be found starting on page 147 in cleaning the surfaces. After the repair, the instrument was rebooted, tested and functioning as expected with further leaks. The safety risk low and there was no impact to customer health or safety. ¿ service max review: review of related work order #: (B)(4), case # (B)(4) install date: (B)(6) 2014 defective part number: n/a work order notes: o subject / reported: (B)(4) - bd facscanto ii - leakage of undetermined source o problem description: the customer reports a leakage from the back of the instrument. The end user was not able to determine the source of the leak. O work performed: small salt deposit in rear of wetcart. Salt was fully dried. Did find a broken facsclean connector, replace the female connector with a new one. Tested instrument (with wetcart cover removed) with a couple of shutdowns and startup, performed a few prime tank refill, acquired own cst beads in an experiment for a period of time, and tested hts loader in service mode - no leaks observed anywhere inside or at the rear of wetcart. A cst performance check was performed lastly - passed. Instrument returned to customer in working order o cause: unable to determine but did find a broken facsclean female connector o solution: replace facsclean female connector and tested system thoroughly, no leaks observed. 1. Was the leak contained within the instrument? Sheath 2. Was the leak in a customer accessible location? No 3. Was there spray of fluid under pressure? No 4. What was the fluid that leaked? Sheath and or waste 5. What is the source of leak ¿ waste line or non-waste line? Unable to determine 6. Was the customer exposed to blood or bodily fluids? No 7. Was there any physical harm to the customer as a result of the leak? No ¿ returned sample evaluation: a return sample was not requested because the replaced part is not returnable and was discarded. ¿ risk analysis: risk management file part # (B)(4), rev. 01/vers. A, bd facscanto ii flow cytometer (fluidics) fmea was reviewed. No new hazards have been identified and the current mitigation is sufficient. Hazard(s) identified? Yes no o item: 4. Quick disconnect o function 4.1 connects tubing to filters and fluidic tanks o potential failure mode: 4.1.1 tubing failure o potential effects of failure: 4.1.1.1 leaks at waste tank. Biohazard. O potential cause(s)/ mechanism(s) of failure: waste fitting leaks o current controls: 1. Pump compensates for leaking. O recommended actions: na o responsible party: na o target completion date: na o actions taken: na o severity: 0 o occurrence: 0 o det: 0 mitigation(s) sufficient yes no ¿ root cause: based on the investigation results the root cause was due to worn and broken female connector. ¿ conclusion: based on the investigation results, the root cause of why there was waste leakage outside the facscanto wetcart was due to a worn and broken female connector for the facsclean line. The fse confirmed the issue, replaced the part and performed several operating procedures. After the repair, the instrument was rebooted, tested, and functioning as expected. No one was harmed or injured, and no medical treatment was given due to biohazard exposure. The safety risk is low and there was no impact to patient health or safety.

Event description:
It was reported that while using bd facscanto¿ ii waste leaked outside of instrument. There was no impact to user. The following information was provided by the initial reporter: the customer reports a leakage from the back of the instrument. The end user was not able to determine the source of the leak. 1. Was the leak contained within the instrument? Sheath. 2. Was the leak in a customer accessible location? No. 3. Was there spray of fluid under pressure? No. 4. What was the fluid that leaked? Sheath and or waste. 5. What is the source of leak ¿ waste line or non-waste line? Unable to determine. 6. Was the customer exposed to blood or bodily fluids? No. 7. Was there any physical harm to the customer as a result of the leak? No.

Manufacturer narrative:
Medical device expiration date: na. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that while using bd facscanto¿ ii waste leaked outside of instrument. There was no impact to user. The following information was provided by the initial reporter: the customer reports a leakage from the back of the instrument. The end user was not able to determine the source of the leak. Was the leak contained within the instrument? Sheath. Was the leak in a customer accessible location? No. Was there spray of fluid under pressure? No. What was the fluid that leaked? Sheath and or waste. What is the source of leak ¿ waste line or non-waste line? Unable to determine. Was the customer exposed to blood or bodily fluids? No. Was there any physical harm to the customer as a result of the leak? No.